Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio alerts occurred on the mobile app. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The device functioned within specifications and patient settings. No injury or medical intervention was reported.